Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer's blood glucose went very low that night and the insulin pump did not alert him. The wife stated that she woke up when the customer had convulsions. No further information was provided.